Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had evidence of left ventricular (lv) oversensing resulting in pacing inhibition. There was also right atrial (ra) oversensing with intermittent high out-of-range impedance measurements. A lead fracture was suspected but not confirmed. There was also intermittent high out-of-range right ventricular (rv) impedances and oversensing with pacing inhibition. The patient appears to be pacemaker dependent as there was evidence of asystole greater than two seconds in duration. The leads are all non-boston scientific products. Boston scientific technical services (ts) was consulted and recommended an x-ray to assess for lead damage along with aggressive isometrics and pocket manipulation. The x-ray was unremarkable and the device was reprogrammed per ts recommendations. The noise was still visible on the ra and rv however the programming changes resolved the lv noise. Surgical intervention was then performed as the physician suspected a header issue. Upon opening the pocket it was identified that when the patient was previously upgraded to this crt-d device instead of using the pace/sense portion of the high voltage rv lead, they used the original pacemaker pace/sense lead. The physician changed it so the device was using the high voltage rv lead instead and the noise resolved. The device was explanted and replaced. The ra lead noise still remains an issue but the patient is frail and the physician elected not to add further complication risk.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.